Manufacturer narrative:
A device history record review was completed for provided material number 307736 and lot number 2309190. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, the stopper was observed incorrectly assembled within the syringe. This defect most likely resulted from a bad assembly of the stopper and plunger components during manufacture; however, the exact cause cannot be identified at this time. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ls emerald stopper is defective. The following information was provided by the initial reporter, translated from duthc to english we have had 2 x 10 cc syringes with the green part in the syringe coming off. And is the purity of the correct amount no longer good.